Event description:
Additional information received indicated the patient was stable post programming changes.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was over-sensing myopotentials leading to pacing inhibition. The ICD was reprogrammed. Further information was requested but not received.